Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced severe pain and swelling at the scs ipg site. Reportedly, the ipg site was infected (bacterial) upon visual examination. The ipg site was swabbed and sent to the lab for cultures. As a result the emergency surgery was called in to explant the scs system on (B)(6) 2018.